Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons without strings...or very short strings, open [device physical property issue]. Case narrative: consumer reported via e-mail that some tampons were open, missing strings, or had short strings. No injury reported.